Event description:
During pci of the proximal lad with an unknown rate of stenosis, a 4x10mm empira balloon catheter used for post dilatation but could not be removed from the stent due to strong resistance. The physician tried to change the location of guiding catheter and inflation as well as deflation were repeated. Finally the physician was able to remove the empira nc. The procedure finished successfully. There was no reported patient injury. The product will be returned for analysis. (B)(6).